Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had been very sick for about 3 months with chronic dizziness. The caller stated the patient was so sick and they can't seem to figure out what the problem was. The caller reported they think the patient was exercising and they think the patient's device "went through their line." The caller stated by this they mean they think the device went through patient's vein or artery, that the patient's device moved, and they think that was what was causing the dizziness. The patient was sick because they think patient's device moved while they were exercising. The caller clarified they think the patient's "wire" moved. The caller stated they are not a doctor, but they are an electrophysiology nurse (as well as the patient's sister). The caller stated they know the patient's implant will need to be interrogated but stated the patient's device was dead so they can't interrogate it because there was no battery and stated the patient lost the remote. Reviewed eos considerations. Redirected them to the patient's healthcare provider to address issue and check implant status. The caller inquired if the patient should be going to the ER for this. Reviewed the role of patient services and redirected the caller to the patient's healthcare provider to discuss. The caller stated the patient had not seen their urologist for this because the patient had neglected this for years. The caller stated it stopped working and the patient never took care of it. The caller stated this issue started three months ago right after the patient was exercising. The caller stated the patient normally didn't exercise. The caller stated the patient had been doing sit ups and they didn't think they could do sit ups with the implant. The caller stated they think the patient needed an MRI and to check their "line" and symptoms. The caller stated the patient thought they can't do the MRI because of the implant. The caller stated they don't know how this could be fixed as caller stated "sometimes the wires were hard to pull out" (it was unclear what the caller meant by this statement). The agent reviewed activities compatibility overview and the patient was redirected to their healthcare provide to address the issue. It was noted that the caller reported they think the implant battery was dead since it was 12 years old. Reviewed implant longevity and eos considerations.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: v886710); product type: 0200-lead; implant date (B)(6) 2012; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.